Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 600 mg/dl. The customer was admitted to the hospital. The cause of 911 call was as per health care provider was high blood glucose, diabetic ketoacidosis and pneumonia. The customer was unsure of how long she was in the hospital. The customer stated that after being hospitalized 3 times in the last 8 weeks, the problems was finally resolved by herself and her doctor.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alar test. The insulin pump functioned properly. The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.